Manufacturer narrative:
This event is related to a similar event with the same system. Due to this, please see MDR 3004785967-2019-00230 for all device evaluation and follow-up. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a confirmation of depth electrode placement procedure. It was reported that the imaging system powered down during the case. The imaging system required a reboot to continue with the case. There was no additional imaging as the issue occurred before imaging was initiated. It was noted that the procedure was able to be completed as the system was able to be recovered. There was a surgical delay of approximately 20 minutes due to this issue, and there was no impact on patient outcome.